Manufacturer narrative:
H.6. Investigation summary: four 5ml syringes were received and evaluated. Two were loose and two were in fully sealed blister packs from batch 8092982 (p/n 309649). All the syringes were observed to have to normal and expected amount of silicone per product specification. The reported defect was not identified in the samples received. A device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. H3 other text : see section h.10

Event description:
It was reported that excess silicone was found in the bd syringe luer-lok¿ tip piston before use. The following information was provided by the initial reporter: "to much silicone oil in piston"

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that excess silicone was found in the bd syringe luer-lok¿ tip piston before use. The following information was provided by the initial reporter: "too much silicone oil in piston."